Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No failure was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter name: the last name of the complaint reporter at the time of this report is unknown. The field service specialist (fss) visited customer site to inspect the unit. Fss tested both of the customer's reported handpieces and could not duplicate the issue. While on site, fss tightened the loose mayo tray, and performed all necessary calibrations. Fss performed the field service checklist, which the system passed the functional tests and it was found to meet the required specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that the vitrectomy handpiece would not cut on the whitestar signature system. They tried a second handpiece that did not work either. The account tried prime on the cutter after the case and it seems to be fine at that point. It was reported that there was patient involvement, that there was no patient injury and that they did manual vitrectomy instead. There was no patient treatments delays or cancelation reported.